Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/19/2021. H3 evaluation: product received. Visual evaluation shows a crushed ampoule and dried formulation inside the bulb. The filter is purple in color due to contact with formulation. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position. Visual inspection shows that all the components of the applicator are present and appropriately assembled. The IFU for the products states: ¿do not crush the contents of the applicator repeatedly as further manipulation of the applicator may cause glass shard penetration of the outer tube. Glass shard penetration can result in inadvertent skin punctures, which may result in the transmission of blood borne pathogens. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional information was requested and received. If further details are received at a later date a supplemental medwatch will be sent. What was done to treat the shard penetration? The surgeon let go of the dermabond advanced and left the or to take care of the wound on her finger. She said it was like to be poked by a needle, not like a cut with a knife. The assistant surgeon finished closing the wound. Was medical or surgical intervention required? Yes, the surgeon who cut herself, cleaned the wound and put on a patch on the wound was there any special diagnostic test performed? No. What is the status of the surgeon injury today? She¿s fine. No complications, and still using dermabond advanced, but obviously a bit alert and skeptical when crushing the ampoule. Was it difficult to break the ampoule (was extra force needed to break the ampoule)? No, not particular in this case, but the surgeons at the or to department think sometimes it is a difference from pen to pen how difficult it is to break the ampoule. Was the ampoule crushed repeatedly? No, but at the end of the surgery, when they want to squeeze out the rest of the glue, they tend to press a bit harder, as in this case, when it happened. Was there any change in the patient¿s post-operative care due to the prolonged procedure? No. Can you identify the lot number of the product that was used? Qebbcp. Device return status will be shipped in return box tomorrow. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2021 and topical skin adhesive was used. The surgeon cut herself on the tube. The glass inside the sleeve protruded through when pressed. It was not a serious incident. Surgery time extended approximately 15 minutes. Patient was not involved. Additional information has been requested.